Event description:
It was reported that during a da vinci s hysterectomy procedure, the surgeon attempted to move the prograsp forceps instrument, however, the instrument would not respond. It was then noticed that two of the patient side manipulator (psm) arms were externally crossed. The site had difficulty removing the instrument and found that the instrument shaft had bent and that fragments were sticking out from the shaft. The planned surgical procedure was completed at which time the surgeon extended a port incision to remove the instrument and irrigate the patient anatomy. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The permanent cautery hook instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Any lateral pressure on the instrument during removal may damage, break or disconnect the working tip or bend the shaft.